Event description:
On (B)(6) 2011 patient feeling faint post being discharged. The patient was then re-admitted on (B)(6) 2011 and when he had a device check it could be seen that there was no capture in the ventricle with a ventricular impedance reading of greater than 2500 ohms in the bipolar configuration. During the check the rv lead was then programmed to unipolar the impedance reading was 480 ohms. A revision was done by the hospital to find that not both set screws on the rv lead had been deployed fully and when this was rectified the measurements were all as they were at box change. Wellington hospital, united kingdom. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).